Manufacturer narrative:
Product event summary: the pump not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed periodic increases in power consumption to parameters above normal operating range between (B)(6) 2018; however no high watt alarms were logged in the analyzed period. Review of the controller alarm file also revealed 2 suction alarms recorded on (B)(6)2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula and/or poor vad filling. Based on the risk documentation, possible causes of the high power event can be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ventricular assist device (vad) had an increase in flows and power. Pump thrombus was suspected. The patient received intravenous (IV) anticoagulant and the vad remains in use. No further patient complications have been reported as a result of this event.